Manufacturer narrative:
Concomitant products: eq rev compress screw lck cap kit, 4.5 x 42mm (cat# 320-20-42). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, the 76 y/o male patient came to surgeon after having right side tsa done in (B)(6). Poly was disengaged and the shoulder was dislocated. There was no breakage of device. There was no surgical delay/prolongation. Patient was last known to be in stable condition following the event. Sales rep was unable to obtain x-rays or photos. The devices are not available for evaluation due to patient kept them. No additional patient information provided.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) as reported, the 76 y/o male patient came to surgeon after having right side tsa done in florida. Poly was disengaged and the shoulder was dislocated, the patient was revised. There was no breakage of device. There was no surgical delay/prolongation. Patient was last known to be in stable condition following the event. Sales rep was unable to obtain x-rays or photos. The devices are not available for evaluation due to patient kept them. No additional patient information provided. No other information has been provided after multiple attempts. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of surgical revision and dislocation cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. Dislocation is a well known risk of joint replacement procedures. These devices are used for treatment not diagnosis.